Event description:
External blood leak 15 mins into treatment. Leak at cap/housing connection. Blood loss 80-100cc. Dialyzer changed, treatment resumed without further problems. No pt injury or intervention.

Manufacturer narrative:
The defective product was not returned for investigation. No exact cause could be determined. Former investigations have shown cap leaks are caused by the unroundness of the dialysate housing which is related to the inaccuracy of the injection molding. Safety analysis: users are advised of the possibility of blood leaks in the "directions for use". Follow up action: the procedure stated in the instructions for use is to carefully inspect all dialyzers before use for any evidence of damage. Package and box labeling clearly warn carriers and users to "handle with care". "DHR" review: four other complaints (two related) reported for this lot number. The quality criteria for this lot were met. The history device record of this lot does not show any incidents. All production parameters were met. The sterilization process showed no deviation. The engineering change order history shows no items having influence on the quality of product. Evaluation/findings: the investigated dialyzers showed no leaks. Conclusion: as the defective product are not available for investigation, no exact cause could be determined. However, there were other related incidents reported for this product on earlier mfg lots and co assumes the cause for this problem is related to previous reported events. Former investigations showed that the external blood leaks (cap leaks) are caused by the unroundness of the dialysate housings which is related to inaccuracy of the injection moulding. Products with new housings with an improved roundness are mfg since 1/13/1998. There were no reported external blood leaks on lots mfg with this new housing.